Event description:
It was reported that the sponge came out of a minicap (details not provided). There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and it was found that the sponge was inside of the foil pouch but outside of the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified through evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.